Event description:
Caller states she tested 2.3 inr on the coaguchek xs system and 1.8 inr on a comparison lab. Caller states the doctor used the lab results to increase her coumadin dosage. No other actions were reported taken or treatment received. No adverse event reported. Caller states that they may have squeezed the finger excessively and that they may have dosed the meter too quickly. A request was made for the return of the affected product.